Event description:
Customer stated that pump repeatedly alarmed error code 13.

Manufacturer narrative:
Investigation found that pump had error code 13 in pump's history. New pcb board was replaced to solve the issue. Reference recall (B)(4).